Manufacturer narrative:
Device evaluated by MFR: the unit returned for analysis. Device analysis revealed that the tip assembly was detached from the catheter. The telescope was detached. Impedance testing shows an electrical open at proximal wave form. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent and sheath detachment occurred. The 90% stenosed target lesion with a 90 degree angulation was located in the severely tortuous and severely calcified distal left circumflex (lcx) to posterolateral of left circumflex (lcx). An opticross¿ imaging catheter was selected for use. During procedure, a 3.00 x 12 synergy¿ stent was deployed to the target lesion and the opticross¿ imaging catheter was used to view the deployed stent. During pullback, the imaging catheter got stuck at the distal of the implanted stent. The physician rotated and pushed the catheter, but this issue was not resolved. The physician removed the core and attempted to resolve this, however it failed. After several attempts were made, the tip (white part) of the imaging catheter got separated. The white part was mounted at the guide wire, therefore the physician attempted to retrieve it by snare. The white tip of the device remained inside the patient and the proximal shaft was removed. The shaft was found to be short. Furthermore, the physician managed to obtain only the distal side of the white tip by snare and retrieved it into the guiding catheter. There was no transparent tube. Since then the patient's condition became deteriorated. The patient's blood pressure had dropped rapidly but the patient's condition gradually became stable. The remained transparent tube was viewed under fluoroscopy. Finally, the physician used another of the same device to find the remained transparent tube inside the guiding catheter and coronary artery, but it failed due to lost image. The patient's condition became stable, therefore the procedure was completed. The patient is under observation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent and sheath detachment occurred. The 90% stenosed target lesion with a 90 degree angulation was located in the severely tortuous and severely calcified distal left circumflex (lcx) to posterolateral of left circumflex (lcx). An opticross imaging catheter was selected for use. During procedure, a 3.00 x 12 synergy stent was deployed to the target lesion and the opticross imaging catheter was used to view the deployed stent. During pullback, the imaging catheter got stuck at the distal of the implanted stent. The physician rotated and pushed the catheter, but this issue was not resolved. The physician removed the core and attempted to resolve this, however it failed. After several attempts were made, the tip (white part) of the imaging catheter got separated. The white part was mounted at the guide wire, therefore the physician attempted to retrieve it by snare. The white tip of the device remained inside the patient and the proximal shaft was removed. The shaft was found to be short. Furthermore, the physician managed to obtain only the distal side of the white tip by snare and retrieved it into the guiding catheter. There was no transparent tube. Since then the patient's condition became deteriorated. The patient's blood pressure had dropped rapidly but the patient's condition gradually became stable. The remained transparent tube was viewed under fluoroscopy. Finally, the physician used another of the same device to find the remained transparent tube inside the guiding catheter and coronary artery, but it failed due to lost image. The patient's condition became stable, therefore the procedure was completed. The patient is under observation.